Event description:
A report was received that the patient was experiencing tenderness around the pocket site due to non-device related weight loss. The patient's ipg was explanted and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing tenderness around the pocket site due to non-device related weight loss. The patient's ipg was explanted and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm. Addiitonal information was received that the paddle lead was partically explanted. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The device exhibits normal device characteristics. Visual inspection of the paddle lead showed that it was cut, and only proximal ends were retuned. Damage to the lead is similar to the typical explant damage and was not considered a failure.